Event description:
Customer reported via phone call that the customer had unexplained low blood glucose readings of 44 mg/dl. Customer treated with a soda. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's blood glucose reading by the end of the call was 50 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.